Event description:
It was reported that the patient experienced elevated blood glucose levels due to the infusion set coming off event on (B)(6) 2026. The hyperglycemia persisted for more than four hours and was treated with a bolus administered via the insulin pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.